Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4). Additional devices implanted and involved in this event: (B)(4).

Event description:
On (B)(6) 2013, the pt underwent treatment of an abdominal aortic aneurysm with three gore excluder aaa endoprostheses. On an unk date, follow-up imaging showed a type ii endoleak originating from the right internal iliac artery. On (B)(6) 2014, an additional procedure was performed to treat the endoleak. Using a brachial approach, the right internal iliac artery was coil embolized, and a contralateral leg component was implanted for extension into the right external iliac artery. Final imaging was not able to be performed to confirm resolution of the endoleak due to the pt receiving a large amount of contrast. The pt tolerated the procedure.